Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately four (4) years post initial implant, a review of a follow-up cta scan revealed the patient had a type iiia endoleak with total separation of the iliac extension from the main body that occurred on the left side. There was also noted aneurysm sac growth (unknown diameter) but is stated to now be 4.5 cm in size. The patient is currently being monitored and the physician elected to schedule a secondary procedure for the patient to perform a reline of the graft. No further information is available at this time.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a non-endologix device on (B)(6) 2018 (approximate date); the patient tolerated the procedure well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiia endoleak with total separation of the left iliac extension from the bifurcated device. There was unsubstantial evidence to support the reported events of sac growth and secondary endovascular procedure. This complaint is most likely device-related due to strata material. Procedure related harms and user, procedure, or anatomy relatedness of this complaint could not be confirmed. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device codes - remove 1068, 1354. Conclusion code - remove 11.